Event description:
It was reported that this pacemaker exhibited loss of capture following an automatic capture test. The device data was sent to rhythmcare for review. Data review determined that there were five loss of capture beats included in the manual threshold test. Rhythmcare then provided guidance on device function and discussed device behavior associated with this episode. This device remains in service. No adverse patient effects were reported.